Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had off no power and unexpected restart alarm. Customer's blood glucose level was unknown. Customer did not receive a low battery alert prior to the replace battery now alarm. Customer stated the alarm did occur during normal use. Customer states the pump was not stored without a battery or a dead battery for an extended period of time. Customer was explained to monitor pump and to call back if he gets another the insulin pump will not be returned for analysis.